Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified that hypotube was kinked at various locations along its length. An examination of the crimped stent identified no damage to the stent. The mandrel was inserted through the wire lumen. A severe kink was present in the distal extrusion and mandrel at 9mm proximal from the distal edge of the tip. As a result of the severe kink it was not possible to remove the mandrel. Using a calibrated snap gauge the outer diameter of the mandrel was measured to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.00x20mm promus element¿ plus stent delivery system was selected to treat the lesion. Predilation was performed with an unspecified balloon catheter. During procedure, the stent strut was deformed. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.